Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose was 78 mg/dl. During troubleshooting with tandem technical support the pump was functioning as expected.